Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. At the same time of the peritonitis, the patient experienced an exit site infection. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. Treatment for the event included amikacin and vancomycin. It was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.